Event description:
It was alleged that the icg fluorescence visualisation partially disappeared when zooming out. The operating surgeon did not consider the event had any impact for the patient. The procedure was successfully completed with the versius surgical system and no harm or delay was reported in relation to this event. At the time of this report, no further information has been provided.

Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. The alleged event did not lead to any harm and icg was used with the same device, with no report of inadequate performance. Therefore, cmr surgical is unable to confirm there is an issue with the device. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.